Manufacturer narrative:
An icy catheter in complaint was returned to zoll (B)(4) for evaluation. A visual inspection was performed, however it was not possible to identify any damage because of the blood within the device. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The leak at approximately one inch from proximal end of the distal balloon was noted almost immediately after pressurizing the catheter. A breach was confirmed on the distal balloon under microscope. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter leaked at distal balloon. The probable cause for the customer reported issue was due to user mishandling, including, but not limited to damage during device operation. There was no patient injury or death attributable to this complaint. No additional action required due to this low frequency complaint.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that after the icy catheter was inserted into the femoral vein, blood was noticed in the cooling port. The catheter was removed and another was inserted without issue. No patient information was disclosed. No additional information was provided.